Event description:
It was reported that during manual prime insulin would squirt out of pump; customer also received an alarm. Customer was advised that insulin pump was out of warranty. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.